Event description:
It was reported that there was a problem while trying to raise up the fowler of the bed. The up and down mechanism allegedly did not perform to specification. No adverse consequence reported.

Manufacturer narrative:
Actuator box and cover.